Event description:
It was reported that the atrial lead dislodged. The style could not be inserted and could not retract helix for repositioning. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaints of helix would not retract and stylet could not inserted were confirmed. X ray examination found the cause and was due to the inner coil inside the connector region was over torqued. The damage found was sustained during the surgical procedure. The lead was otherwise normal, (B)(4).